Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients left ventricular (lv) lead dislodged. An intervention was completed and the lead was capped and replaced. No patient complications have been reported as a result of this event.